Event description:
It was reported that the right atrial (ra) lead no longer has any slack and is separating from the heart. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The partial lead was returned in segments. Analysis found that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: vedr01, implantable pulse generator, (B)(6) 2010; 5076, implantable pacing lead, (B)(6) 2002. (B)(4).